Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced recurrent urinary tract infections, incontinence, pain, mesh exposure and erosion. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.